Event description:
In 2001 pt had "endoscopes" sinus surgery. Suspected device is contaminated. Fourteen visits to have crust or scabs removed, as large as a quarter. Pt is unable to blow this out on their own, the dr has to use a device which is very painful. Pt is still going for treatments. Pt has been to emergency for infectiion and dizziness. The "uvular" was swollen in pt's mouth. Pt "could not swollen or speak very well", and a dr prescribed medications amoxicllin and prednisone and put pt on two medications. 2003 pt had to return to hosp for dizziness because of this condition.